Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that of 276 patients underwent mapping/ablation for outflow tract between january 2007 and march 2011. Among them, one (B)(6) patient developed with a pericardial effusion with hypotension required pericardiocentesis. Pericardiocentesis was performed after reversing systemic anticoagulation and 150 ml of bloody fluid removed without reaccumulation. Additional information was received from author: the author stated that bwi device cited in the article that led to the reported patient consequences, however no product malfunction was reported. Physician¿s opinion regarding the causality of adverse event was procedure related. The event resulted in the mild impairment of a body function or damage to a body structure. The event did not require intervention/treatment. Patient was fully recovered. Title: ¿ablation of ventricular arrhythmias arising near the anterior epicardial veins from the left sinus of valsalva region: ECG features, anatomic distance, and outcome¿ the purpose of this study was to describe the characteristics of an alternative successful ablation strategy targeting the left sinus of valsalva (lsv) and/or the adjacent left ventricular (lv) endocardium. The 3.5-mm open-irrigated-tip catheter was used, however catalog and lot number is unknown.